Manufacturer narrative:
Approximate age of device- 2 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported the console screen "went black" while supporting the patient; the monitor displayed information but perfusionist was unable to turn console screen back on. No flow and s3 alarm were showing on centrimag monitor although rpm was showing, and console was not detecting flow. One bedside specialist checked for flow in cannulas and forward flow was noted. Rpms were reduced to switch the patient to the backup system, causing flow to decrease. Clinician immediately dropped flows to 1l by reducing rpm, and then specialist clamped tubing and changed out consoles to backup. The switch to backup system was performed with no issues. Flow was returned to circuit. It was reported the patient's vitals stabilized and pre and post-oxygenator gas was drawn. An arterial blood gas (abg) sample from arterial line was sent to lab for evaluation of oxygenation status. No additional information was provided.

Manufacturer narrative:
Concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of a blank console screen, no flow and s3 alarm was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(4) was returned to the service depot for analysis. The returned console was evaluated and tested. The service depot was unable to confirm or duplicate the reported blank console screen, no flow and s3 alarm. The console was tested with the associated monitor and a test motor. No alarms occurred, and the flow always remained at set levels with no issues. The console¿s screen did not go blank at any point. A full functional checkout was performed. The unit passed all tests. A log file was extracted for analysis. A review of the log file showed events spanning approximately 151 days (B)(6) 2018 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 21:36, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered the alarm ¿system alert: s3¿. The s3 alarm was able to be muted but not cleared. The sub fault ¿sf_ifd_flow_below_min¿ activated in the same time stamp and triggered the alarm ¿flow below minimum: f3¿. The flow dropped to 0 lpm. The f3 alarm was able to be muted and cleared. At 21:37 the sub fault ¿sf_flow_low_amplitude¿ activated and trigged the alarm ¿flow signal interrupted: f2¿. The f2 alarm was able to be muted but not cleared. The root cause for the reported event of a blank console screen, no flow and s3 alarm was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 12.1 entitled "appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.